Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported when the customer inserted the maryland bipolar forceps (mbf) instrument, he noticed broken cables. There was no report of patient involvement.